Event description:
In this event it was reported that three days after inserting an implant-supported bridge made with biocclus kiss and duceram kiss, a patient reported they had a swelling and a metallic taste in their mouth. The bridge was immediately removed. The customer stated that the bridge was not glaze-burned, but polished with a diamond paste and has not evaporated.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, itis possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use.